Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the backbone of the workstation cart. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was unable to boot up. No pt injury was reported.